Event description:
Clincal study-it was reported that 106 days after a coronary drug eluting tenting treatment procedure, the patient expired. The lesion being treated was located in the 2.5 mm ramus artery. The lesion was predilated. The physician deployed the taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The stent was post dilated. The cause of death has been reported to be a myocardial infarction.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the ramus with 85% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was discharged the next day. Two days later, the pt was found deceased at home. Immediate cause of death on the death certificate is 'myocardial infarction'. In the opinion of the physician, the relationship of the death to the taxus stent and target vessel is "unknown."